Event description:
Consumer states that for a 9 month period she used renu and in 2006, she developed a "serious eye infection. In 2006 she recalls having excruciating eye pain over her left eye that sent her to the doctor. She was intitially diagnosed with a presumed bacterial corneal ulcer and began antibiotic drops that she utilized on an hourly basis. The following day, there wasn't any improvement noted & she was then referred to a corneal ulcer specialist who took cultures. In 2006 the reporter states that she was diagnosed with 'fusarium fungus' for which she is currently being treated with eye drops and oral medications. She has noted a considerable decrease in her vision in the right eye and she's developed permanent scarring as a result.